Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitoring unit was constantly rebooting. They moved the device to a different area, but the issue persisted. Not in patient use. Investigation summary: the reported issue was duplicated and confirmed. Upon further investigation from the repair center, they found physical damage to the front cover, and the master ssd will require replacement. However, a definitive root cause cannot be determined. However, based on the available information, the most likely root cause could be contributed to internal component failure. All malfunctioning parts were replaced. We have also identified several potential causes of device failure-related issues, which are not limited to the following: physical damage can cause internal component damage that may lead to device power failure. Software errors result from bugs, viruses, failed installations, or software incompatibility. Launch errors occur during startup and can put the device into diagnostic check mode. System settings or memory corruption errors can prevent the unit from acquiring or retaining clinical system settings. Battery failure, power board failure, electromagnetic compatibility (emc) damage, or proximity to radiotherapy devices can cause interruptions in functionality and startup issues. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d10 attempt # 1: 12/08/2023 emailed the bme for concomitant medical device(s) used. No reply was received. Attempt # 2: 12/18/2023 emailed the bme for concomitant medical device(s) used. No reply was received. Attempt # 3: 12/28/2023 emailed the bme for concomitant medical device(s) used. No reply was received.

Event description:
The biomedical engineer (bme) reported that the g9 monitoring unit was constantly rebooting. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitoring unit was constantly rebooting. They moved the device to a different area, but the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d10 attempt # 1: (B)(6) 2023 emailed the bme for concomitant medical device(s) used. No reply was received. Attempt # 2: (B)(6) 2023 emailed the bme for concomitant medical device(s) used. No reply was received. Attempt # 3: (B)(6) 2023 emailed the bme for concomitant medical device(s) used. No reply was received.

Event description:
The biomedical engineer (bme) reported that the g9 monitoring unit was constantly rebooting. Not in patient use.